Event description:
Pt was unable to test because the meter would not count down after applying the blood to the test strip. The pt's care provider called the paramedics "rather than risk anything" when the pt began screaming, babbling, and unable to stay still. It appears that the caregiver attempted to test the pt before calling the paramedics. When the paramedics arrived they tested the pt's blood sugar and the result was 18 mg/dl. The issue with the meter was resolved with troubleshooting. Based on the info provided, there is no evidence of a meter malfunction. However, there is evidence of user error contributing to a serious injury. The pt's treatment for hypoglycemia was delayed due to being unable to obtain an actionable result. A new bottle of control solution is being sent to the pt. Medical affairs attempted unsuccessfully to reach the pt by phone for more clinical info regarding the hosp visit. A letter is being sent to the pt as a second attempt.